Manufacturer narrative:
H6: the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure there was no malfunction reported with the product used. It was further reported that the patients required medical intervention to treat a cut caused by unintended activation of the product. It was also reported that a delay of 30 minutes occurred as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure there was no malfunction reported with the product used. It was further reported that the patients required medical intervention to treat a cut caused by unintended activation of the product. It was also reported that a delay of 30 minutes occurred as a result of this event. It was further reported that the procedure was completed successfully.